Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a power error detected alarm. The customer¿s blood glucose level was unknown. They were advised to remove the battery and when the red light stops to insert a new battery. No further details were given. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.